Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: was onsite prepping for an shoulder case at hospital when a theatre staff who was assisting in another knee case requested assistance as the trail extractor had been broken in their case. Acquired a new tray with trial extractor in and delivered case to theatre. By time arrived the trail had been extracted. Theatre staff, noted that the broken trail extractor had been placed to side and all parts were accounted for, requested that I order a new one and agreed. I asked for the broken pieces to be set aside following the sterilization for use to collect and return, followed this up with text to theatre staff post surgery. No issues or hold ups of the surgery had occurred to my knowledge. Patient procedure continued and new trail extractor was available for use for reminder of the surgery. The device associated with this report was returned to depuy synthes for evaluation. Visual analysis of the returned device found that the attune tibial trial extractor was broken from one of the prongs. The broken fragment was not returned for evaluation. The observed condition of the device was consistent with a component failure that may have been caused by exposure to unintended forces in a prying motion and overload of the material. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the attune tibial trial extractor would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended use error. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that trial extractor is broken. Was surgery delayed due to the reported event? --> unknown, was procedure successfully completed? --> unknown, were fragments generated? --> unknown, if yes, were they removed easily without additional intervention? --> unknown, other information: --> I was not present when the product was broken and assisted in finding the replacement product and delivering to the ot. Following brief discussion to have replaced, all appeared well and surgery was proceeding. New instrument was now available if required. , patient status/ outcome / consequences -->no issues or hold ups of the surgery had occurred to my knowledge. Patient procedure continued and new trail extractor was available for use for reminder of the surgery. , was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> unknown, is the patient part of a clinical study --> unknown, (B)(4) device property of -->none, device in possession of -->none, by checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst.--> true.